Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose rose to 415 mg/dl at the time of incident. Customer reported treating their blood glucose with a bolus, but their blood glucose did not lower. It was also found the customer had an absence of no delivery alarms. It was also found the customer had body aches and nausea from their high blood glucose. Troubleshooting found the customer's drive support cap appeared to be normal. It was also found the insulin pump passed a high pressure test during troubleshooting. The customer also reported a bent cannula upon removal of their infusion set. Customer's current blood glucose was 220 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.